Event description:
As physician started case, he tried using the ligasure and he noticed that the trigger on the handpiece that activates the knife (that cuts the tissue) would not disengage. A new device was opened to complete procedure.======================manufacturer response for tissue fusion open instrument, covidien ligasure atlas (per site reporter).======================manufacturer provided a return goods authorization (rga) number for product return and evaluation.